Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a hospital. The paperwork indicated that the patient is deceased and died approximately 8 months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if additional relevant information is received, a supplemental report will be submitted. (B)(4).